Event description:
The user facility reported that after impella cp was placed there was oozing at the impella access site and distal perfusion was compromised. Distal reperfusion sheath was placed in the lsfa and right fa sheath was placed for external fem/fem bypass. Figure eight suture placed on impella access site and pressure dressing applied for the bleeding. It was further reported that the family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding was determined to be use issue because the bleeding was managed by placing figure 8 suture at place and applying manual pressure. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30928.